Event description:
According to the distributor's report, the adhesive was used during a laceration repair. The wound was not cleansed or irrigated prior to the adhesive application. The patient was placed on back and the head tilted. The physician began to apply the device in a painting motion and at some point lifted the applicator from the wound and squeezed an excess amount of the adhesive onto the tip. The applicator then touched the wound and the adhesive began to flow toward the eye. Gauze was placed over the eye; however the amount of glue present wicked under the gauze and into the eye. The applicator was squeezed again and the same event occurred. The pt's family member was given a hot wet cotton ball to try to get the eye to open. This was not successful so the physician pried the eye open, removing some of the skin in the process. The pt returned two days later due to an infection. The patient's family member stated that the corner fold appears to be glued together. The pt was seen by an eye dr who confirmed no glue was present.